Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of band unable to deploy. Block h10: the speedband superview super 7 was not returned; however, a photo of the complaint device was provided by the customer. Per media analysis, the photo showed the device with three bands attached to it and two of them are overlapped. No other problems with the device were noted from the photo. The reported event of band unable to deploy was confirmed. Based on the event description and information provided by the customer there is not enough evidence to determine whether the bands failure to deploy was due to the physician's technique during the procedure or was related to a device malfunction, cause not established is selected as the most probable cause for this event. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Based on all gathered information, the probable cause selected is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an enteroscopy procedure performed on (B)(6) 2025, for the treatment of internal hemorrhoid ligation. During the procedure, the previous band was not completely deployed; thus, the next band was entangled and could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an enteroscopy procedure performed on (B)(6) 2025, for the treatment of internal hemorrhoid ligation. During the procedure, the previous band was not completely deployed; thus, the next band was entangled and could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of band unable to deploy. Block h10: the speedband superview super 7 was not returned; however, a photo of the complaint device was provided by the customer. Per media analysis, the photo showed the device with three bands attached to it and two of them are overlapped. No other problems with the device were noted from the photo. The reported event of band unable to deploy was confirmed. Based on the event description and information provided by the customer there is not enough evidence to determine whether the bands failure to deploy was due to the physician's technique during the procedure or was related to a device malfunction, cause not established is selected as the most probable cause for this event. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Based on all gathered information, the probable cause selected is cause not established.